Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not provide a lot number. Therefore, the device history record and complaint database could not be reviewed. The actual date of the event was reported to be approximately one month prior to this report date. The customer could not confirm the exact date that the event occurred. A follow-up report will be submitted if more info becomes available. Eval method: the device history record and complaint database could not be reviewed. Conclusions: a follow-up report will be submitted if more info becomes available.

Event description:
The physician stated that he feels there may have been a problem with the manifold to syringe connection. The syringes tighten too much. The syringe was backed off from the manifold and this allowed for the aspiration of air. Air was injected into a pt. No harm or injury was reported.